Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to flush and marker lumen obstruction of flow was confirmed based on returned device condition. However, the handle was disassembled, and a proxy mandrel was inserted through the marker lumen and blood was observed coming out of the marker port. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, despite not successfully flushing the devices prior to use, the device was placed in the vessel. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficulty or inability to flush the device during preparation may include, but are not limited to, lumen obstruction, incorrect user technique (marker lumen flushing). Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique prior to a leadless pacemaker implant procedure via a large bore hole. Reportedly, the first prostyle was successfully placed without issue. During preparation of the second prostyle device, the marker lumen was not able to be flushed with saline. Despite not successfully flushing prior to use, the device was placed in the vessel. No blood flow from the marker lumen occurred. A new prostyle device was successfully pre-placed and the leadless pacemaker implant procedure was completed. Hemostasis was achieved with the successfully placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.